Event description:
On (B)(6) 2011, pt reported she has been having higher than normal blood glucose levels and thinks it's because she hasn't been getting her insulin delivered when she boluses. Pt stated she thinks the basal rates are being delivered, but sometimes when she has attempted to bolus, the buttons work but the infusion device won't deliver the insulin. Pt reported she will press and hold in the up arrow button and then standard bolus comes up. Pt stated she will then program the bolus with the down arrow button and the units will appear, blink, and then instead of being delivered will disappear and go back to the basal rate screen instead of deliver it to her body. Pt reported the issue is intermittent. Had pt disconnect and attempt a bolus; infusion device delivered the bolus. Pt stated her blood glucose level has been up 387 mg/dl. Pt's normal blood glucose range is 185-200 mg/dl. Pt reported in the past 3 days she has had blood glucose readings of 300 mg/dl, 400 mg/dl and a reading of 299 mg/dl. Pt stated the reading of 400 mg/dl was right after a picnic and she is not surprised by the reading. Pt reported the reading of 299 mg/dl could have also been what she had eaten. Pt reported when the bolus does not deliver, she will treat herself with a regular shot of insulin. Pt stated the infusion device and everything is new. Advised pt to try a new battery. On call back on (B)(6) 2011, pt reported she inserted a new battery into the infusion device and the boluses are delivering as they should. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement batteries sent: no product return was requested.

Manufacturer narrative:
No product will be returned for eval.